Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination/touch the tip of catheter and peritonitis in a patient coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake and had touch contamination and touched the tip of catheter due to which on an unknown date, the patient experienced peritonitis (onset date unknown). Treatment was not reported. It was reported that the patient was recovering

Manufacturer narrative:
(B)(4). The product code is unknown, 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because it was reported break in aseptic technique by patient described as touch contamination. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.